Event description:
It was reported that during a gastrectomy procedure the instrument fired initially with no difficulty. On the second firing the instrument was difficult to fire. Upon opening the instrument it was noted that the knife broke and was stuck in the anvil. It was reported that a broken piece of the knife might remain missing in the pt. An x-ray was taken, but did not confirm any piece of the knife. The case was completed with a similar device.